Event description:
Procedure: unknown reportedly, the instrument was difficult to fire, then with no pressure on the handle, the clips released, falling into the patient cavity. The clips were retrieved without difficulty. No patient injury reported.